Event description:
It was reported that the healthcare provider (hcp) was able to aspirate the reservoir, but unable to fill it. They were expecting 2.4 ml of the old drug and pulled out 1.9 ml. When the hcp went to fill the pump again she could put in all but 7 ml before she hit a "road block" and now it was not going anywhere. The hcp was confident the needle was in the reservoir and she did not feel any fluid above the pump. The hcp turned the needle and repositioned the patient and still did not have any luck getting more than the 13 ml into the pump. There was no adverse medical problem associated with the refill issue. The device system was used to deliver gablofen and marcaine. It was later reported that the hcp was not able to remove any more air and was still only able to fill 13 ml in the pump. The pump was programmed to 13 ml. The hcp held negative pressure for close to 20 minutes after the bubbles in the tubing stopped. It was later reported that there was no change in condition. The patient had an appointment on (B)(6) 2013 for an eval. It was later reported that yesterday the patient was refilled and the hcp was able to aspirate, but only able to refill with 2ml into the reservoir. This had now happened twice. The patient was not having any symptoms. The hcp was considering explant/replacement.

Manufacturer narrative:
Analysis of the pump found reservoir access issues due to residue before internal decontamination and the reservoir bellows deformed in shape. A review of the pump logs showed that the pump had never suffered a motor stall. Due to this, the motor was not destructively analyzed.

Event description:
Additional information received reported the pump was explanted on (B)(6) 2013 due to the inability to fill at the last refill. The pump was attempted to be filled after explant using a needle from the new pump and it was still unable to do so. The pump was being returned to the manufacturer for analysis. It was also reported the nurse was only able to fill the pump with 12 milliliters of fluid and was unable to aspirate or add fluid. For nearly 3 weeks the patient had no reported signs of therapy interruption or withdrawal. The patient was seen after three weeks and the doctor noted the patient had not had any clinical consequences. The pump was attempted to be refilled and no more than 0.5 milliliters was able to be aspirated. An attempt to introduce preservative-free injectable saline into the reservoir was also unsuccessful. Further attempts were aborted. There were no alarms that were set and the patient's logs did not demonstrate a problem.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, lot# b002977n44, implanted: (B)(6) 2003, product type: catheter. (B)(4).